Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the pump¿s black box data history showed evidence of (B)(4) call service battery alarms. The secondary code ¿(B)(4)" is defined as a motor post-delivery error alarm. There was no damage found to the battery compartment or to the returned battery cap. The pump powered up with the returned battery cap. The pump¿s electrical current draws measured within specifications. The pump¿s cover was removed and a (B)(4) boost-regulator component was missing. The investigation was unable to duplicate the initial complaint about a "battery life" issue.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.